Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2010. It was reported that the patient felt an overstimulation sensation at the ipg pocket site when communicating with the patient programmer. He stated that he does not feel overstimulation when charging or when stimulation is on. He reported that the sensation has occurred the last three times his ipg attempts to communicate with the programmer. The patient stated that recently he turned stimulation off with the magnet prior to using the programmer to communicate, but he still allegedly felt overstimulation at the ipg site. The patient plans to meet with the physician to address the issue. No further information is available at this time.